Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet user experienced repeated occlusion alarms with rising blood glucose reported at 285 mg/dl, and after multiple set changes and a dry run showing drops, a subsequent full infusion set change revealed a bent cannula (documented at a separate complaint file report). The event was associated with an infusion set obstruction of flow and involved the connector/coupler component. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. Investigation included communication with the user¿s caregiver and analysis of information provided by the user. Investigation of this case revealed a deformation problem consistent with obstruction of flow at the infusion set, with the bent cannula observed upon removal and linkage to the connector/coupler component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.